Manufacturer narrative:
(B)(4)

Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: during the case, the upper seal on housing of 12mm obturator disengaged. Used other device. No bleeding. Nothing fell into the pt's cavity. No tissue damaged and the incision was not extended over 1 inch. Operative time was not extended more than 30 minutes. No pt info available. No pt injury was reported.